Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the colectomy procedure, the device was locked and could not fire. The device was sterilized after the surgery. The procedure was completed with another device. No harm was caused to the patient.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the instrument noted the handle cover was disengaged and warped, which indicates heat damage. The single use loading unit was fully applied and the knife was not fully retracted. The interlock had disengaged from the device. Functional testing was not performed due to the condition of the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this secondary condition may occur if heat is applied to the instrument after use causing the device to be warped and components to disengage. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.